Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient called and stated that they received a follow-up letter. It was reported that the patient's healthcare provider (hcp) has done nothing at this time to fix their stimulator. The patient stated that the three wires on their right side were broken and not connected to the stimulator. The patient stated that the stimulation works on the left side, but still feels pain on the right side. The patient met with a manufacturer's representative (rep) last month who turned their therapy on, but since has not charged the device since it started hurting them. No further complications were reported.

Event description:
Additional information was received from a consumer. It was reported that the patient had to find a healthcare provider (hcp) who knew about spinal cord stimulators and then the hcp checked the patient's stimulator and found that 3 of the wires disconnected and they need surgery. The pinching and stabbing has not been resolved yet. The patient stated that they need to find a manufacturer's representative (rep) and a pain management hcp who is willing to be able to give the patient pain medicine before, during and after to administer the pain medicine as needed and to rewrite the prescription for home use.

Manufacturer narrative:
Concomitant medical products: product ID 399960, lot# v031500, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient lost their patient programmer. The patient had experienced a return of pain as a result. Additional information received from the patient stated that "2 or 3 of my leads are not connected anymore and I might have to have surgery, the dr. Just found this out today" the patient stated that when she uses the stimulator she feels a pinch, or stabbing, and stated that this began in (B)(6) 2016. The patient stated that after lifting boxes and putting things in the cabinet for thanksgiving she suddenly felt pinching. She turned stimulation all the way down, but still felt pinching, so she turned off the ins. She charged the ins, turned it back on, and still felt pinching. The patient denied falls or trauma. The patient stated this occurs daily and may be prompted by such actions as carrying groceries and putting food in cabinets. The patient was redirected to their healthcare provider (hcp). The patient stated she wanted a manufacturer's representative (rep) to be present at the surgery. It was reviewed that an hcp must call to schedule reps. Additional information received from the patient stated that she is having extreme back pain and can barely stand or sit. The patient noted this to be different from previously reported issues. The patient spoke with her hcp, and they were requesting a pain management hcp and a rep to be present at the surgery. The patient will be working with her hcp for the future surgery, but needed a pain management doctor. Patient was implanted for spinal pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 399960, lot# v031500, implanted: (B)(6) 2010, product type: lead.

Event description:
Additional information was received from the patient on 2017-04-10. The patient reported that the pain was still ongoing and every time she tried to turn stimulation off it felt like it was biting/stabbing/twitching and she couldn't handle it anymore. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was told by their pain management doctor that a couple of the wires on their right side by their butt were disconnected. The patient stated that eh doctor told them that the wires were not responding. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient stated that they had an x-ray done and were told the wires were not connected properly which is why they were not feeling stimulation. The patient is in pain and it hurts to walk and bend. They were not feeling stimulation in 2017 and it has always hurt to walk and bend. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they went to the ER 2 weeks prior to the report because they were in so much pain. The patient was told by their hcp that they needed a new battery but they did not have any additional details regarding this claim. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.